Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: b5, d8, d9, h2, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: signs of water damage on the main body a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
Noa additional information received from customer.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented a root disconnection. This event occurred during set up. There were no reports of patient involvement.